Manufacturer narrative:
Conclusion - evaluation conclusion: the unit was scrapped.

Event description:
It was reported that during testing at the manufacturer facility, the safety switch on the universal handswitch was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the manufacturer facility, the safety switch on the universal handswitch was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.